Event description:
Clip applier was used twice. On the third fire of the applier it remained closed. It would not open and remained on the cystic artery. The surgeon was able to remove the applier from the artery without harm to the patient.